Event description:
There was no patient involvement.

Manufacturer narrative:
The report of the pump module bezel post recall was confirmed. The proximate cause of the bezel issue was determined to be due to the bezel boss recall which addressed issues with weakened fr-110 plastic. The proximate cause of the pressure sensor issues were reported to be caused by separate issues. One pressure sensor exhibited an electrical failure and another pressure sensor was due to a third party component. The proximate cause of the iui issue was reported to be due to corrosion caused by a maintenance issue. The proximate cause of the door assembly and rear case component issues was reported to be due to wear.

Event description:
The device had multiple damaged components.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of the lvp bezel post recall was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.